Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. The patient had presented on an unspecified date with bacteremia of unknown origin, and then developed driveline drainage. On (B)(6) 2016, the patient was treated with antibiotics. It was reported that the patient expired on (B)(6) 2016, and the cause of death was reported as sepsis and congestive heart failure (chf). No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation. A direct correlation between the report of infection, sepsis, and subsequent patient outcome, and the device could not be determined through this evaluation. The instructions for use lists infection (including driveline infection) and sepsis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.